Manufacturer narrative:
During the fluid path test, the reservoir was observed to be punctured through the fill port, causing an internal leak. Due to the presence of an internal leak, the exposed portion of the soft cannula could not be properly tested for the reported leaking during wear. The pcb was observed to be corroded. The batteries were measured and found to be lower than expected. The smc measured within specification. Download data shows an 0x40, rotational sensor maximum open count exceeded, alarm was generated during operation. No timeouts or drive stalls were noted, but the rotational sensor failed to transition towards the end of the run. Inspection of the commutator cap found evidence of fluid residue. The generated 0x40, rotational sensor maximum open count exceeded, alarm generated during operation can be attributed to this fluid residue. The top housing was observed to be cracked. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 24 and 36 hours. As treatment, a new pod was placed.